Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received from the physician on (B)(6) 2013 stated that the patient reported vaginal pain post procedure. The physician released some of the tension on the mesh and the patient stated that the pain went away; her current condition is fine.